Event description:
Customer alleges tubing leaked at the end where it connects to the PICC line. Patient reported a leak at the distal end of tubing.

Manufacturer narrative:
Products were not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification.